Manufacturer narrative:
This ipg serial number was included in a field advisory.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy restored.